Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port was returned for evaluation. Gross visual, microscopic and functional evaluation were performed. Multiple puncture access was noted to the port septum and a safety infusion set and the non-coring needle was inserted into the port septum and was patent to infusing and aspiration. The investigation is inconclusive for the reported suction issue and disconnection issues, as only port was returned for evaluation and the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, after the catheter was connected to the port body, when the non-coring needle was punctured to the port body and blood return was attempted to be confirmed, blood could not be aspirated. It was further reported that the catheter was allegedly detached from the port body and the catheter was connected to a syringe directly, blood return could be confirmed. Therefore, the port body was removed and another new port body was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, after the catheter was connected to the port body, when the non-coring needle was punctured to the port body and blood return was attempted to be confirmed, blood could not be aspirated. It was further reported that the catheter was allegedly detached from the port body and the catheter was connected to a syringe directly, blood return could be confirmed. Therefore, the port body was removed and another new port body was replaced. There was no reported patient injury.